Manufacturer narrative:
(B)(4). This is a report of use error where a patient breached asceptic techniques by improperly disconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient breached asceptic technique during peritoneal dialysis therapy. The patient was not connected. The patient had disconnected and closed their transfer set but did not cap it off. The patient located the end of the transfer set and caped it off. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.